Event description:
Customer contacted beckman coulter regarding an elevated accu tnl result from a single patient that exceeded "panic values,"generated by the access 2 instrument. The accu tnl result was not reported out of the lab. The suctomer indicated the lab technologist reran the original patient sample on another instrument in the customer's lab. The customer indicated the accu tnl result obtained form another instrument was "normal". The customer did not provide any actual result values of additional information regarding this event. The customer indicated that there has been no injury or change to the patient treatment that can be attributed to this event.